Manufacturer narrative:
The following functional tests and communication were performed: a philips remote service engineer (rse) spoke with the customer and confirmed the reported problem that "data is displayed on beds but not transferred to the control center". The philips tc was contacted and with their help and the in-house it found out that iptv (internet protocol television) was activated last week, this uses multicast. Presumably, the service provider has changed something on the core switch and the control centers communicate via it. These are in the same subnet but no longer communicate via the core switch via multicast. Presumably, multicast routing was activated at the core level for the vlan (virtual local area network) from the tv and not from the vlan for monitoring. An external service provider from the customer was able to correct the network settings which resolves the issue.

Event description:
Philips received a complaint on the patient information center ix indicating that "data is displayed on beds but not transferred to the control center." The device was in clinical use and no adverse event occurred. The customer indicated this issue was a patient safety risk; however, no actual harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported six of the beds displayed data but the data was not transferred to the central station. It is unknown if the device was in use at time of event, and there was an adverse event reported.